Event description:
It was reported that the device was difficult to close. When it fired it made a strange noise causing malformed staples and did not cut completely. Another device was to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.